Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 110, over voltage cleared no energy) has been confirmed.  Upon investigation the monitor displayed a service code 110.  The cause for the service code 110 was isolated to an open resistance across the pca jumper j1000 pins due to flux contamination. Root cause investigation of similar failures determined that flux contamination on j1000 caused the service code.  No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient received a service code 110.